Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (4000 mcg/ml at 463.4 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that at the time of refill 14 ml of 18 ml were still in the pump that they didn't expect to be there. The hcp had told the patient that the pump wasn't working and didn't know what the problem was, so they prescribed oral baclofen and told them they would look into it and call them back. The caller noted that the patient never experienced withdrawal symptoms so they believed that the problem must have occurred gradually. It was also noted that no pump alarms went off. The caller was redirected to contact the hcp's office to discuss further steps. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp on (B)(6)2018. It was reported that the cause of the volume discrepancy was unknown. Further steps were pending a dye study, which had not been completed at the time of the communication. The pump had been refilled with 20ml as planned and the patient was given oral baclofen. The patient's weight was provided. No further complications were reported.